Manufacturer narrative:
Insulin pump received with broken reservoir tube lip, cracked case from reservoir tube window corners and cracked reservoir tube window. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the reservoir compartment side was cracked. Customer reported that there was physical damage to the insulin pump's reservoir lip ring and the reservoir was able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.